Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2, lot number, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008272, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008272 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 8 on 22-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set cannula leakage event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. The insertion site was the abdomen. Infusion set was used for three days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.